Event description:
The reporter states that the lancet does not retract back into the accu-chek softclix lancet device. The reporter did not state is this occurred before or after firing the lancet device. No reported symptoms/actions/treatment reported. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.